Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, no ventilator inoperative errors were found. The service technician states that the system printed circuit assembly (pca) board is electronically defective and needs to be replaced to resolve the issue. Additionally, an active exhalation control module error code was found in the device's error log. The service technician notes that the blower assembly, machine flow sensor, tubing system pca, tubing blower chassi, tubing fio2, and tubing low flow o2 are contaminated. The proportional valve and 3 way solenoid valve are clogged. The muffler assembly, air foam inlet filter, and particulate filter will be replaced due to 4 year preventative maintenance. No further investigation is required.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.